Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of device history record was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2014 two zipfix implants would not lock and one zipfix implant broke during surgery. The surgeon was performing a coronary artery bypass graft and while applying the implants, one broke and two would not lock while trying to close the sternum. There was no patient issue and the patient outcome is good. There was a 2 minute delay in surgery and no additional medical interventions were required. The procedure was completed successfully with back up devices. This is report 3 of 3 for (B)(4). Zipfix that would not lock.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: this report, MFR # 9612488-2014-10008 was filed in error. MFR # 9612488-2014-10008 is a duplicate report to MFR # 9612488-2014-10006.

Manufacturer narrative:
A manufacturing evaluation and product development evaluation were completed: we received three devices without their needles. The sternal zipfix implants were received in fragments. The investigation shows that it was found and documented that one of the devices was cut opened after application by the user with a cutting device. All device needles had been removed directly behind the needle and not as per the technique guide instructions. It was seen that the locking feature was damaged and twisted on one of the devices. There were no design related issues found on the returned devices which could have contributed to the failure of the devices. The product development cannot explain the failures. The removal of the device needles at the incorrect location should not have an influence of the device locking and/or performance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.